Event description:
During the insertion of the line into the right brachial vein, staff noted that the guide wire was not threading smoothly. The guide wire appeared to be stuck and once the stylet was removed, the guide wire remained in place. It appeared as though the product uncoiled allowing the guide wire to separate from the flexi-tip, which allowed the guide wire to remain in the patient's subcutaneous tissue. A surgery consult was obtained and the guide wire was successfully removed.it appeared as though the product uncoiled, allowing the guide wire to remain in the patient's tissue.